Event description:
The customer reported to olympus that the hd autoclavable camera head had poor image quality. The issue was found during preparation for use. The unspecified therapeutic procedure was completed using a different camera. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to a charged coupled device (ccd) failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. The evaluation also found that the camera cable was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charge-coupled device (ccd). The root cause of the faulty charge-coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.